Event description:
On (B)(6), 2011 I received a penile prosthesis implant provided by american medical systems. It consisted of a 700lgx, ms pump, ams 700 reservoir, left cylinder body, right cylinder body, ams 700 accessory kit. This was implanted by (B)(6). It worked well at first, but after a few months the pump got progressively harder to operate and it finally failed completely in (B)(6), 2013. (B)(6) confirmed the device had completely malfunctioned on (B)(6), 2014. It needs to be replaced as soon as possible, but, american medical systems has failed to respond to any of my requests for providing replacement.